Event description:
It was reported a post procedural thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination forty five (45) days post index procedure, a thrombus was identified on the surface of the closure device. The thrombus was successfully aspirated and the patient fully recovered.